Event description:
A malfunction alarm was reported with a malf 9 code displayed on the pump. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reoccurred, which the customer acknowledged and understood.